Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer informed of bad cuvette errors during the time that patient samples were being processed. The customer also informed that the diaphragm was replaced as the old diaphragm had a hole. The ccc specialist reviewed the quality control (qc) data and determined that all results are within the expected range. A siemens customer service engineer (cse) was dispatched to the customer site. The engineer performed a preventive maintenance (pm) and replaced the vacuum cup, tubing, filter, liner and retaining ring. The cse did not identify any issue and determined the instrument is performing according to specifications. The cause of the falsely elevated result is unknown. No further evaluation of the device is required.

Event description:
Two discordant falsely elevated cardiac troponin I (tni) results were obtained on two patient samples, on a dimension exl 200 instrument. The first patient sample resulted in 0.00 when running in a comprehensive panel. The patient was redrawn four hours later to perform repeat testing on the same instrument. The repeated result was elevated and reported to the physician(s). The patient was transferred to the emergency room (ER) for further testing and observation. The physician(s) performed repeat testing at the ER. Testing was performed on an alternate instrument in duplicate and results were lower. The second falsely elevated patient sample result was reported to the physician(s) and questioned by the physician(s). The customer performed repeat testing on the same sample and instrument. The result was lower and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni results.

Manufacturer narrative:
Siemens filed the initial MDR on 07-may-2018. Additional information (29-may-2018): a siemens headquarter support center (hsc) specialist performed an investigation of the instrument data and service report. The review did not indicate any instrument or reagent issue with the loci (luminescent oxygen channeling immunoassay) methods. The information regarding system errors or system shutting down due to the cuvette errors and diaphragm issue would not create the elevated results as the shutdown would abort the tests and prevent results from generating. Based on the results collected, the results are consistent with no sample delivery. The cause of the discordant falsely elevated cardiac troponin I (tni) results are unknown. The potential cause can be related to a sample handling/integrity issue. The instrument is performing within manufacturing specifications. No further evaluation of device is required.